Manufacturer narrative:
B3: event date ¿ this event occurred on an unspecified date in (B)(6) 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was cracked in the middle of the tubing which resulted in a leak. The leak occurred while priming infliximab at the outpatient treatment facility. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d4: expiration date (update to n/a), h4, h6, h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed a crack in the middle of the tubing, which suggested that leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.